Event description:
Title: retrorectus mesh implementation in autologous breast reconstruction: a comparative analysis of surgical outcomes the aim of this study is to compare abdominal wall outcomes and patient-reported quality of life in patients undergoing muscle-sparing diep flap breast reconstruction with versus without retrorectus vicryl mesh reinforcement. Between march 2016 to september 2023, a total of 148 patients at a quaternary care center, comparing 79 with retrorectus vicryl mesh reinforcement to 69 without during diep flap reconstruction. Reported complications are : vicryl mesh (ethicon) -unknown complication (n=8.86%) treatment : readmission -postop abscess (n=3.80%) treatment : not provided -postop seroma (n=3.80%) treatment : not provided -postop cellulitis (n=10.13%) treatment : not provided -postop hematoma (n=3.80%) treatment : not provided -postoperative hernia (n=1.27%) treatment : not provided -postop bulges (n=2.53%) treatment : not provided -postop wound dehiscence (n=1.27%) treatment : not provided in conclusion, while not statistically significant, the lower incidence of hernia and bulges in the mesh group suggests a clinical advantage. Strategic mesh use could decrease hernia-related operation and its associated cost, and improve aesthetic results of abdominal reconstruction, enhancing patient satisfaction.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: journal of the american college of surgeons 2024.